Manufacturer narrative:
This report contains a correction to the aware date for this reportable malfunction. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this battery in this pacemaker triggered elective replacement indicator (eri) battery status two times, approximately one month apart. Technical services (ts) noted that it appeared the battery had briefly recovered and then once again triggered eri and this was not outside normal device operation. The device was subsequently explanted without allegations, and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this battery in this pacemaker triggered elective replacement indicator (eri) battery status two times, approximately one month apart. Technical services (ts) noted that it appeared the battery had briefly recovered and then once again triggered eri and this was not outside normal device operation. The device was subsequently explanted without allegations, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors. This high current condition depleted the device battery faster than normal.